Event description:
--

Manufacturer narrative:
Final analysis revealed that the complete lead was returned. Bends in the lead at about 78 and 100 mm from the terminal pin may indicate the suture sleeve position in this location. Three separate fracture sites were observed with all four of the coil wires fractured at 85 and 310 mm and a single wire fractured at 98 mm. All of the wire fractures showed evidence of torsional overload. Analysis was unable to confirm the original field allegation of dislodgement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis revealed that the conductor coils are fractured at three locations: 8.5 cm, 9.8 cm and 31 cm from the terminal pin. The lead was sent for detailed analysis and the event will be updated once analysis is complete.

Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to dislodgment. A new lv lead was successfully implanted. No adverse patient effects were reported.